Manufacturer narrative:
Device analysis: the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed for unspecified reasons.

Event description:
It was reported that the patient had the artificial urinary sphincter removed for unspecified reasons.